Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) battery door would not open. It was indicated that fluid was present in the lower case. It was also indicated that the hanger assembly was contaminated. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator's (epg) battery door would not open. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.